Event description:
The surgeon implanted ist paramount pedicle screws and polyaxial head 3s from l4 to s1. He then connected the polyaxial head 3s with a scient'x dynamic ttl rod. While attempting to tighten the ist locking cap onto the l5 polyaxial head 3, the polyaxial head 3 broke. The pedicle screw and broken polyaxial head 3 at l5 were removed and replaced. Final lockdown was achieved successfully.

Manufacturer narrative:
The device was returned to the MFR and is currently under eval. A precaution is stated in the instructions for use that accompany this device; "to achieve the best results, do not use the ist pedicle screw sys with components from any other sys or MFR."